Manufacturer narrative:
The investigation determined that discordant negative vitros anti- sars-cov-2 total results were obtained from two patient samples collected from patients that had recently received the first dose of the pfizer covid 19 vaccine processed using vitros cov2tot reagent lot 0240 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant, non-reactive vitros cov2tot results could not be determined. For patients 1 and 2, the vitros cov2tot results were discordant against vitros cov2igg results obtained from the same patient samples. The customer indicated the cov2igg reactive results were the expected results and it was expected that the vitros cov2tot would be concordant with the vitros cov2igg results as the cov2tot measures igg along with igm and iga. It is possible the patients had not yet seroconverted after receiving only one dose of a two-dose vaccine and it is possible the vitros cov2igg reactive results generated were false reactive results for the samples tested. The patients in question received their second dose of the vaccine on (B)(6) 2021 and then were retested for both cov2ig and cov2tot on an unknown date. Both results returned positive after the second dose. It is possible that the patients were seroconverting at the time of collection. Individuals tested early after infection may not have detectable antibodies present despite active infection, and the same could be true for individuals that have received the vaccine, although this cannot be confirmed. Unexpected instrument performance is not a likely contributor to the events. However, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. It is unknown whether an interferent contributed to the event, as no further testing using a tube to block potential interference in the patient samples was conducted. The customer provided no information concerning the sample collection device used to collect the affected samples or sample processing of the affected samples. Therefore, pre-analytical sample handling cannot be ruled out as a potential contributor to this event. Although no historical quality control results were provided, a vitros cov2tot lot 0240 reagent performance issue cannot be fully ruled out as a contributor to the event. Ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0240. A definitive assignable cause of the event was not determined. (B)(4).

Event description:
A customer obtained discordant negative vitros anti- sars-cov-2 total results from two samples collected from patients that had recently received the first dose of the pfizer covid 19 vaccine processed using vitros cov2tot reagent lot 0240 on a vitros xt7600 integrated system. Patient 1 vitros cov2tot = non-reactive (0.86 s/c) versus expected reactive. Patient 2 vitros cov2tot = non-reactive (0.82 s/c) versus expected reactive. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is unknown of the vitros cov2tot results were reported from the laboratory. However, ortho has not been made aware of any allegations of actual patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).